Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00180 on july 24, 2020. Siemens filed the MDR 1219913-2020-00180 supplemental report 1 on september 10, 2020. Siemens filed the MDR 1219913-2020-00180 supplemental report 2 on october 15, 2020. November 20, 2020 additional information: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The atellica im sars-cov-2 total (cov2t) lot 003 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated. MDR 1219913-2020-00179 supplemental report 3 was filed for the same patient sample with a different reagent lot.

Manufacturer narrative:
The quality control (qc) was within range. The siemens field application specialist (fas) reran the two sample tubes in duplicate on the same atellica im s/n (B)(4) with lot 004. The cov2t results were nonreactive. Field application specialist (fas) results on the atellica im s/n (B)(4): sid: (B)(6) results: 0.1 and 0.15 index (nonreactive). Sid: (B)(6)results: 0.24 and 0.1 index (nonreactive). The IFU states in the limitations section: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. It is currently unknown how long sars-cov-2 antibodies persist following infection and if the presence of antibodies confers protective immunity. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating. MDR 1219913-2020-00179 was filed for the same patient sample with a different reagent lot.

Event description:
The customer obtained a discordant reactive atellica im sars-cov-2 total (cov2t) result for a patient sample. A secondary sample tube was tested in duplicate on the atellica im sars-cov-2 total (cov2t) assay. One result was reactive, and one result was nonreactive. The secondary sample tube was also tested on the advia centaur xp in duplicate and the cov2t results were nonreactive. The nonreactive results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the reactive atellica im cov2t results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00180 on july 24, 2020. August 19, 2020 additional information: the sample had been stored at 2-8°c in less than 8 hours between initial run and repeat run, all primary and secondary tube were respun before running. The customer service engineer (cse) was dispatched for system inspection. No issues were identified. Siemens has reviewed the log files provided for the atellica im analyzer. The files provided do not show any hardware errors with the system. No errors are seen in the icdebug around or during aspiration of sample (B)(4) and no anomalies in the reagent probes traces. Siemens has reviewed the sample handling and pre-analytical information provided. The samples had been stored at 2-8°c. There was less than 8 hours between initial run and repeat run, all primary and secondary tubes were re-spun before running. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the non-reproducible reactive results, siemens cannot rule out pre-analytical factors or sample specific issue. Siemens healthcare diagnostics is awaiting further information. MDR 1219913-2020-00179 supplemental report 1 was filed for the same patient sample with a different reagent lot.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00180 on july 24, 2020. Siemens filed the MDR 1219913-2020-00180 supplemental report 1 on september 10, 2020. September 22, 2020 additional information: siemens reviewed the sample handling and pre-analytical information provided. The samples had been stored at 2-8°c. There was less than 8 hours between initial run and repeat run, all primary and secondary tubes were re-spun before running. Preanalytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the non-reproducible reactive results, siemens cannot rule out pre-analytical factors or sample specific issue. Based on the information provided, no product non-conformance was identified. The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2020-00179 supplemental report 2 was filed for the same patient sample with a different reagent lot.